Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) went to the site to evaluate the iabp and verified the disrupted display malfunction. The fse dissembled the display and replaced the video receiver board and re-seated all corresponding connections. Full functional verification was performed and the iabp passed and was returned to the customer for clinical use. The full event site name is (B)(6) med ctr but was shortened due to character limitation. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) monitor displayed lines across the screen. It is unknown under which circumstances the event occurred. However, there was no patient involvement or adverse event reported.